Event description:
On (B)(6) 2014, the reporter contacted animas, alleging frequent loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: between (B)(6) 2014 and (B)(6) 2014, the pump's black box recorded ¿loss of prime¿ warnings due to a low, non-zero, force. The pump was exercised for 24 hours at a 1 unit/hour rate with no ¿loss of prime¿ warnings or other alarms observed. The force sensor calibration was checked and it was found to be within specifications. The customer complaint could not be duplicated though it could be observed in the device's recorded history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.